Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that post implant the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.